Event description:
It was reported that this catheter was severely bent in the middle part resulting in placement difficulty. A new lead and catheter were used to proceed with the implant. This catheter was discarded due to contamination and will not be returned. No adverse patient effects were reported.